Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that the implant at tooth site #14 was removed due to peri-implantitis. Doctor, mobility implant #14 symptoms as a result of the event: pain.